Event description:
It was reported that during preparation for a peripheral angiogram procedure, the starter guidewire had a "notch-type" of cut in it which made the j-curve oddly angled and more tightly closed. The physician was not convinced that the wire would straighten enough to be satisfactorily inserted into the body and across the lesion site. The guidewire had no contact with the patient's body. The procedure was successfully completed with a cordis emerald guidewire.

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time. A supplemental medwatch report will be filed when the analysis is complete.